Manufacturer narrative:
Philips service rebooted the system and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray did not work and was resolved after restart on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.